Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: ''an unexpanded stent should be introduced into the coronary arteries one time only. An unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur.' (B)(4).

Event description:
It was reported that stent dislodgement and difficulty removing occurred. The patient presented with acute onset chest pain to an outside hospital in wisconsin. The patient was found to have st elevation myocardial infarction. The 99% stenosed target lesion was located in the extremely tortuous and severely calcified right coronary artery (rca). After a non-bsc guide wire was advanced to the lesion, a 3.0 x 24mm synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. During removal of the stent delivery system (sds), the stent slipped partially off the balloon. The physician inflated to 1 atmosphere, to secure the stent and withdraw it into the guide but it would not enter the guide so the whole system was pulled down to the tip of the sheath. After multiple maneuvers, the sds balloon came out; however, the stent embolized down the patient's left leg and lodged in about 7mm in the popliteal artery. At this point, the physician needed to finish the rca. A 7fr non-bsc guide was then used and was able to deliver a 3.0 x 24mm and a 3.0 x12mm synergy des to the proximal and mid rca via a non bsc guide extension catheter and reduced to 0% stenosis. The physician decided to leave the embolized stent in the patient's leg. The patient has multiple comorbidities and is on coumadin, aspirin and plavix. Physician felt comfortable with the triple therapy in place. No further patient complications were reported.